Manufacturer narrative:
The insulin pump passed displacement test and unexpected restart error test. The device was monitored and it functioned properly, no alarms noted. The device was received intermittent button response due to corroded keypad traces. The device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed an error and had an unresponsive keypad. The blood glucose reading was 250 mg/dl. The customer stated that she had gone dancing and kept the insulin pump in between her bra, which may have exposed the device to moisture. She noted that she did not know whether this was a significant event leading up to the issue. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.